Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital. Upon review, it was suspected that the pacemaker was at end of life (eol). The pacemaker triggered elective replacement indicator on (B)(6) 2020 and subsequently triggered eol on (B)(6) 2020. Also, intermittent loss of capture was observed. Therefore, a temporary pacemaker was placed. Interrogation of the device noted that the battery voltage was very low and an abnormal battery behavior was observed on the battery trend since (B)(6) 2019. Generator change procedure was recommended and the physician was notified. The pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable.